Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. A 3.0x15mm quantum maverick mr balloon was inflated to 12 atmospheres and ruptured. There was no difficulty inflating the balloon. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed successfully with another of the same device. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.